Event description:
The affiliate stated the customer reported falsely elevated initial troponin I (access accutni) results, above the normal reference range, for two patients, involving the access accutni assay used in conjunction with the unicel dxi 600 access immunoassay system. This report is two of two referencing the patient on the event date noted. An initial result of 0.660 ug/l was obtained and released out of the laboratory. The customer reanalyzed the sample, on the same instrument, and obtained lower results of 0.038 and 0.039 ug/l. There was no report of patient consequence or change in patient treatment associated with this event. The patient's sample was centrifuged at 3,000g (relative centrifugal force) for ten minutes, at 20 degrees celsius. No sample integrity issues were noted. The customer indicated all of the system parameters (quality control, calibration, and system check) were within specifications. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. (B)(6). This medwatch report is related to MDR 2122870-2014-00522.